Event description:
It was reported that when using the bd pyxis medstation system gb3sb, in main 5.2, the entire half-height cubie drawer failed to open and could not be restored. The malfunction occurred when a user tried to issue medication to a patient, without causing any delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a drawer failure had occurred at the station. A field service engineer confirmed that upon his arrival, the error had already been resolved. The engineer tested all drawers of the station using the hardware testing application and no further errors were found. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.